Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the cosmetic damaged on reservoir compartment. The customer¿s blood glucose level was 180 mg/dl. Troubleshooting was performed for damaged and reservoir did not lock in place when inserted into insulin pump. Customer was advised to the insulin pump would need to be replaced, to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with cracked reservoir tube lip noted. Device passed displacement test. The test reservoir was able to lock in place.